Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer changed cartridge and alarm still occurred. The customer's blood glucose level was not impacted. Tandem technical support followed up, contact reported altitude alarm had cleared.